Manufacturer narrative:
Initial and final MDR (B)(4)- device 3 of 3. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occured in the united states. It was reported that, the patient experienced three infusion sets fell off events on (B)(6) 2025. The infusion set had been in place for approximately one to two days when this occurred. As a consequence of this issue, the patient's blood glucose (bg) levels were identified as high. To manage the high bg, the patient administered a correction bolus through their pump. The patient ultimately resolved the problem by replacing the infusion set, which allowed for the successful resumption of insulin delivery. No further information available.